Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after taking the registration spin the surgeon compared the o-arm spin to the c-arm images and reported that in the trajectory views it was off by a full vertebral body. This was a posterior l4 and l5 fusion. No manufacturer representative (rep) was in the room. No impact on patient outcome. There was a delay less than one hour.